Manufacturer narrative:
(B)(4). Batch # 263a60. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: did the device deliver any staple? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the even. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a with no apparent damaged and with an ecr60b reload loaded on the device. The reload was received partially fired 1/3. In addition, two reloads were received along with the device. An ecr60b reload (b) was received partially fired 2/3 with the pan partially dislodge from the right side. Upon evaluation of the reload, the reload body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. An ecr60b reload (c) was received partially fired 1/3. As additional testing, the device was tested for functionality in the articulated position with a returned reload (a & c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The condition of reload (b) of damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. The condition of reload ((a & c) partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an lps anterior rectal resection surgery, the echelon 60 cut and sew stitcher when loaded jammed. Once unlocked, the charge was changed giving the same problem. We then changed the stapler keeping the same batch of the same problem fillers. Changed batch of charges, the problem was solved. No patient consequences reported. No further information is available.